Event description:
End user reported that she sought medical attention on (B)(6) 2016 at 10:00 am due to the batteries in the prodigy glucose meter exploded and the liquid leaked and burned her fingers. The end user visited the ER and stated that no treatment was given, she was instructed not to touch the meter due to the crystals that were exposed because of the batteries exploding. No further information was provided.